Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventrio may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015:the patient underwent surgery for implant of an unspecified bard/davol ventrio. The patient is only making a claim for an adverse patient outcome against the ventrio. The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿